Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to a failure of a hip replacement secondary to metallosis. Records indicate a clear yellow green tinged fluid was found along with a small amount of corrosion around the trunnion.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a revision to address pain and elevated metal ions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). It should be noted the reported femoral stem does not appear to have been revised. It was indicated in the provided revision operative notes that the stem was in good condition with no damage to the femoral component- although little corrosion found on the trunnion. A search of the complaints databases was not possible as the required product/lot code combination was not provided. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.